Manufacturer narrative:
Per tandem user guide: if you do not see drops, tap fill. The fill tubing screen appears, repeat steps 5 and 6 until you see 3 drops of insulin at the end of the tubing. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not complete the load process correctly and consequently experienced a blood glucose level (bg) of 582 mg/dl. Customer went to the emergency room (ER) on (B)(6) 2021 for the elevated (bg) and trace ketone levels. Customer was treated in the ER with intravenous fluids of saline and insulin. The customer was discharged from the ER 7 hours later with the issue resolved and no permanent damage. A pump system check was performed by tandem technical support (cts) and confirmed the pump was functioning as intended. Customer acknowledge and understood. Reportedly, customer continued to use the pump for insulin therapy.